Event description:
It was reported that during an unk procedure, the device stopped working. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly max buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the mfg process.